Event description:
It was reported during remote follow up that the right ventricular lead delivered inappropriate shocks and anti-tachycardia pacing. The lead was oversensing noise and far p-waves. The lead failed to capture. It was discovered via imaging that the lead had dislodged. The lead was deactivated. The patient was stable.